Event description:
It was reported that undersensing observed on the right atrial (ra) channel resulted in pacemaker meditated tachycardia and functional undersensing of an intrinsic ventricular event. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.